Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-05854. It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. Another 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced to perform dilatation. However, during inflation, the balloon ruptured again. Subsequently, a 5.0 x40 75cm charger¿ balloon catheter was advanced but it was unable to cross the lesion. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
A 16-4/5.8/75 xxl esophageal balloon catheter was initially reported for the other catheter balloon and correct device should have been a 14-4/5.8/75 xxl vascular balloon catheter.